Event description:
Event description cpi received information that the patient came in for a normal follow-up visit at which time the physician was unable to interrogate this implantable cardioverter defibrillator (ICD). The physician tried several programmers; however, this was unsuccessful. In addition, the patient was in an intrinsic rhythm lower than the programmed lower rate limit. The patient did not report having any remarkable events since the previous follow-up.